Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals, was exhibiting noise and the noise was able to be reproduced through isometrics. It was also reported that the rv lead impedance had intermittently measured low. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.